Event description:
Customer reported imprecise readings on his freestyle flash blood glucose meter. He reports readings of 471 mg/dl, 325 mg/dl, 88 mg/dl, and 184 mg/dl within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone and are considered clinically significant. There was no report of death, serious injury or mistreatment in this case.

Manufacturer narrative:
The product has been requested for an investigation, and a follow-up report will be submitted once results are available.